Event description:
It was reported that during preventive maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) has display issues. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d10, e1(initial reporter, event site email), e2, e3, g2, g3, g6, h2, h6(health effect ¿ clinical & impact code), h10.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has display issues.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, e4, (g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) h11. The fse that encountered the issue replaced the front-end board, display filler strain relief, upper display hinge cover, o-ring, and the cable ties. The coiled cable was replaced per the field action. Despite good faith efforts (gfes), it remains unclear why the various parts were replaced. The fse performed calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. The failure analysis and testing dept. Received: front end board, display filler strain relief, upper display hinge cover, o-ring, and the cable ties with a reported unit failure of a display issue. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the boards individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. No failure confirmed on any of these boards. Retaining the parts in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Ar. The most probable root cause is component reliability as documented in the dfmea. It is unclear where the other boards came from. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. Based on the evaluation results provided by the fse, other parts were also replaced. It is unclear why they were replaced. The parts are not available for return. Therefore, no root cause evaluation can be performed.